Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. The clip was pulled off the tissue, which resulted in "some, but not much" patient bleeding. Another resolution clip was used to resolve the bleed and complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found a kink in the control wire, and the clip assembly had been deployed and was not returned. It was not possible to confirm the complaint that the clip failed to release from the catheter as the clip assembly was not returned. The most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: clip failed to release from delivery catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. The clip was pulled off the tissue, which resulted in "some, but not much" patient bleeding. Another resolution clip was used to resolve the bleed and complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.